Event description:
The user facility reported a 58-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During impella support, there was a sudden ¿high purge pressure alarm¿ after change of p level. The patient¿s p-level has been changed from p9 to p1 for patient evaluation. The perfusionist called after purge lines had been checked for kinks and purge system has been exchanged. Tissue plasminogen activator was added and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
A.5 is unknown. D6.a and d6.b are unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist. Section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
Manufacturer device report (MDR)1220648-2024-13181 is a duplicate of MDR 1220648-2024-12972. All additional information will be reported in MDR 1220648-2024-12972.